Event description:
Information was received indicating that during priming an upstream occlusion occurred and that more than 50ml of purging was needed prior to starting the pump. Per reporter, only 1/5 of the product administered despite pump displaying that the correct volume of 2100ml was administered. No adverse patient effects were reported.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.